Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple episodes of pacemaker mediated tachycardia (pmt). Review of device data determined the pmt episodes were primarily started with a premature ventricular contraction (pvc). Rhythmcare then provided programming options to be considered. This device remains in service. No adverse patient effects were reported.